Manufacturer narrative:
G4: 07may2020. B4: 08may2020. The customer confirmed the issue has been corrected however, after numerous attempts to obtain repair details and faulty parts being returned, customer has not responded. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 25feb2020.

Event description:
The customer reported that after powering on the unit, the touchscreen became unresponsive after 5 minutes. The customer confirmed unable to calibrate the touchscreen. The device was not in clinical use at the time the issue was discovered, therefore, there was no patient or user harm reported.